Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified in-stent restenosis (isr) at distal left circumflex (lcx). A 2.75mm x 28mm synergy¿ drug-eluting stent was used to treat the target lesion. During the procedure, the 2.75mm x 28mm synergy¿ was advanced but the device was unable to cross the lesion. The physician used a small size balloon catheter to dilate the lesion then attempted to have the 2.75mm x 28mm synergy¿ crossed again but failed. When the 2.75mm x 28mm synergy¿ was removed from the patient's body, it was noticed that the edge of the stent was lifted. The procedure was completed with another device. No patient complications were reported and no patient injury was noted.